Event description:
It was reported that the patient experienced a shocking/jolting sensation. The pt was unable to sleep, so went and sat in a chair with an electric chair lift. When the pt got out of the chair, it gave her a shock. The whole next day, the pt had pain, so the device was shut off. Over the telephone, the pt was helped to lower the stimulation to 5.0 volts and the shocking was no longer felt. Add'l info has been requested.

Manufacturer narrative:
(B)(4).